Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer reported blood glucose level was "high" on the continuous glucose monitor and high ketones. Reportedly, the customer administered a manual injection, a bolus via the pump and drank some water to address elevated bg level and continued to use the pump for insulin therapy.